Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Revision left total knee for removal of foreign body/part of a drain. Removed insert and replaced with same size.

Manufacturer narrative:
An event regarding revision of a triathlon insert for an unspecified reason during left total knee revision for removal of foreign body/part of a drain was reported. The event was not confirmed. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies . Complaint history review: there have been no other similar events for the lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information such as reason for the revision of the insert, product return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision left total knee for removal of foreign body/part of a drain. Removed insert and replaced with same size.